Event description:
Pt hospitalized for dka and physician called for info on operation of pump. Pump working properly, physician planning to adjust pt's basal rates for better control. Pump was not returned for evaluation.